Manufacturer narrative:
Investigation of the received device found a tear in the soft cannula 0.609 in. From the nailhead that allowed fluid to leak through it. The customer did not complain of leaking fluid and no fluid residue or corrosion was found inside the device. Inspection of the data shows no timeouts or drive stalls that would indicate a failure to deliver insulin. It cannot be determined when this damage took place or how it occurred. No other damages or manufacturing abnormalities were discovered that could prevent the proper delivery of insulin. The pod was received with evidence of blood on the adhesive pad. Investigation of the device found no damages or deficiencies that would result in bleeding/bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod for a new pod and gave a manual injection.